Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure in a moderately calcified mid lad. Before use, the guidewire was prepped with a normal needle to obtain a desired bend. However, after measurement, ballooning and stenting, approximately 1 cm of the distal tip separated in the patient. A second stent was placed to fix the separated wire to the vessel wall. No patient injury was reported. This adverse event and product problem is being submitted because the tip of the omniwire separated and was retained in the patient.